Manufacturer narrative:
A ge service representative performed an on site investigation. The internal error logs showed that the generator interface board (gib) had multiple errors. A replacement gib board was installed and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 locked up during a procedure and failed to make an exposure. The system was reinitialized and then the error occurred twice more. Following another reinitialization there was no further incidence. There was no adverse patient involvement reported. There was no patient information reported.